Manufacturer narrative:
Customer has not responded to requests for verification of info.

Event description:
Reporter stated pt was moving around and had to remove phaco tip quickly. A corneal burn occurred and required 4 sutures to close. Does not consider this a system fault. Pt is doing well.